Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal end of the crimped stent was damaged. The proximal struts are bunched, overlapped, and pulled in proximal direction. The distal struts showed no sign of damage. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with myocardial infarction. Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm in length target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter left anterior descending artery. A 2.75x20mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The device was still inflated in the proximal side for two times at nominal pressure however, the balloon ruptured. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that balloon rupture occurred. The patient presented with myocardial infarction. Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm in length target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter left anterior descending artery. A 2.75x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was still inflated in the proximal side for two times at nominal pressure however, the balloon ruptured. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.